Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose (bg) level of 600 mg/dl which was addressed by administering a manual injection. Cause for bg was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.